Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during ac shoulder resection the tip broke off at the beginning of the surgery. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8550fot (laser marked with 47682018) was received for investigation. Circumferential marks were noted to have been worn into the outer diameter of the inner tube. Chipping was observed along the corners of the outer tube hood. The observed condition is most likely the result of user applied mechanical forces to device during use, such as through prying/leveraging against bone and/or hard tissue.